Manufacturer narrative:
Removed implants were sent to a third party laboratory for histological analysis. No structural analysis was performed. Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause is symptomatic late recurrence of symptoms caused by incorrect implant length selection. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# 8004003235002, manufactured 03/05/12, expires 04/2015. Ifuse implant, p/n 7040-90, lot# 8004003235003, manufactured 02/06/12, expires 04/2015. Ifuse implant, p/n 7050-90, lot# 8028003323005, manufactured 03/16/12, expires 2015-05. Third party histological analysis.

Event description:
On (B)(6) 2012, the surgeon performed a left side si joint arthrodesis on the patient where three ifuse implants were placed. The patient presented to the surgeon months later with complaints of pain. The surgeon believed that it was a late recurrence of pain. He planned to remove the most superior and the most inferior implants and add a longer implant. On (B)(4) 2014, the surgeon performed a revision surgery. He first tried to remove the most inferior implant but it was solid in the bone so he left it in place. He was able to remove the most superior implant using osteotomes. He replaced the cavity from the removal of the superior implant with a longer ifuse implant and then buttressed that implant with a fibular autograft.